Event description:
It was reported that the customer suspected that the m300 monitor did not trigger any alarms (between 11 p.m. And midnight on (B)(6) 2025, and did not forward alarms to the (ics) infinity central station. The customer could not detect any abnormalities, but the m300 monitor was taken out of service. The customer stated that when a nurse came back from retrieving a new lead, the patient was in a deteriorated state and required resuscitation and was later admitted to the ICU. Additional information was received, and it was stated that the m300 provided a red alarm, but it is unclear if the m300 or the ics alarmed correctly for the time of the event.

Manufacturer narrative:
A complaint was received where the customer stated that they suspected an infinity m300 did not alarm or transmit alarming to the infinity central station (ics) during an evening shift. It was later reported that the device was displaying the banner for a patient lead issue. The nurse reported to have removed the cable extension and then used a different lead attempting to resolve the issue, but the error condition persisted, and the device continued to produce the technical alarms. The patient appeared to be in stable condition when the nurse left to retrieve another lead cable to resolve the technical issue and upon return found the patient needed resuscitation. Resuscitation began immediately and the patient was admitted to the intensive care unit (ICU), then later released in stable condition. Logs for both the m300 and the ics and were reviewed with the m300 logs indicating cable issues leading up to and after an asystole alarm that was given during the timeframe in question. The diagnostic log shows that there was a short episode of intermittent connection between m300 and ics, lasting for 15 to 20 seconds. The clinical logs of the ics did not go back to the date of the event and the alarm history logs are also unavailable, therefore it is not possible to determine the cause of this 20 second drop. It was confirmed that the nurse was alerted to the patient condition by the customer's 3rd party telemetry phone and that a red alarm was both heard and acknowledged by the user at the ics. The m300 was tested by engineering and the reported issue was verified, it was not detecting leads. The cause of the m300 not correctly detecting the leads was traced to a pcb board. This was discovered by testing the device and observing the value of voltage of the ECG signal was lower than expected when leads were connected to the device. The evaluation revealed that the m300 alarmed for asystole and a red alarm was acknowledged at the central station by the user indicating that the ics detected and alarmed for the worsening patient condition. However, due to the hardware issue with the m300 and the missing log file information, it cannot be excluded that alarming was delayed. Technical issues with the device and its accessories may impair signal detection, processing, and alarming however, the instructions for use (IFU) instructs the user to check the m300 and accessories when the device presents technical alarms.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the customer suspected that the m300 monitor did not trigger any alarms (between 11 p.m. And midnight on (B)(6) 2025 and did not forward alarms to the (ics) infinity central station. The customer could not detect any abnormalities, but the m300 monitor was taken out of service. The customer stated that when a nurse came back from retrieving a new lead, the patient was in a deteriorated state and required resuscitation and was later admitted to the ICU. Additional information was received, and it was stated that the m300 provided a red alarm, but it is unclear if the m300 or the ics alarmed correctly for the time of the event.